Manufacturer narrative:
Updated. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.

Event description:
On approximately (B)(6) 2017, a customer reported that the v60 ventilator would not power on. The power management (pm) board was replaced and initially corrected the issue. The customer reported that the same issue with not powering on occurred again. No patient harm was reported. Further information has been requested but not made available.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
On approximately (B)(6) 2017, a customer reported that the v60 ventilator would not power on. The power management (pm) board was replaced and initially corrected the issue. The customer reported that the same issue with not powering on occurred again. No patient harm was reported.